Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of button #3 malfunctioning on the keypad. This occurred during device power up in the intensive care unit. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h2, h3, h6, h11. H11: the device was received for evaluation. During functional testing, keypad malfunction button#3 was reproduced. Evaluation observed that the keypad is functioning intermittently. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined the keypad to be failed component. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.